Event description:
It was reported by the patient that when the start button on the remote monitor was pressed it failed to power up. The power button was lit, but no additional indicator lights came on and no telemetry was initiated. The attempt to reset by unplugging and replugging in the power cord was not successful. The monitor had transmitted successfully in the past. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the monitor was returned and preliminary analysis found the device would not interrogate when the button was pushed. An interrogation test was performed, with passing results. Because the anomaly disappeared during analysis, the reported event could not be confirmed. Therefore, a root cause could not be determined.